Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, after loading the cage, the physician started to insert the cage when the cage was half way into the l4-l5 disc space, the interbody inserter broke. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual review confirmed the instrument's threaded tip has been completely broken off except for about 2 partial rows of threading left. No surface defect identified that could contribute to crack propagation. Optical examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.